Manufacturer narrative:
(B)(6): supplemental MDR - foreign matter. Two samples and three photos of 10ml luer-lok syringes were received and evaluated. One sample displayed an ink dot on the barrel tip, while the other exhibited multiple brownish discolorations on the plunger rod, consistent with embedded foreign matter. The photographic evidence supported these findings. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. Furthermore, a device history record review was completed for provided lot number: 4354976. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309605 batch # 4354976 it was reported by the customer that two syringes were found to have what appear to be ink spots. One syringe has black spots throughout the plunger rod area, while the other has a black spot at the tip of the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. During compounding and visual inspection of lot # 20250411-0d5546, two syringes were found to have what appear to be ink spots. One syringe has black spots throughout the plunger rod area, while the other has a black spot at the tip of the syringe. Product part # 309605 product lot# 4354976.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.